Event description:
It was reported that the device experienced a partial electrical reset. It was further reported that the patient has had 40 treatments of radiation therapy. When the nurse interrogated the device, there was an electrical reset message. It was also reported that a parity error was noted. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced a partial electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Device experienced a critical ram parity error por (B)(4) 2011 in location "1b 6b." Device should be able to recover from the event and continue normal function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Device experienced a critical ram parity error por (B)(6) 2011 in location "1b 6b". Device should be able to recover from the event and continue normal function. (B)(4): the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4):power on reset - power on reset parameters (B)(4) device experienced a critical ram parity error por (B)(6) 2011 in location "1b 6b". Device should be able to recover from the event and continue normal function.